Event description:
It was reported that a month after initial implant, the right ventricular lead had dislodged and the patient suffered from dizziness. The lead was repositioned on (B)(6), 2021. More recently, it was reported that the right ventricular lead exhibited loss of capture and had once again dislodged. The lead was explanted on (B)(6) 2023 and successfully replaced. The patient was stable following procedure.